Event description:
It was reported that there was a malfunction resulting in a stuck adjustable pressure limiting (apl) valve that resulted in over-delivery of pressure during a case. There was no patient injury.

Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The adjustable pressure limiting (apl) valve assembly was replaced to correct the issue. Legal manufacturer: (B)(4).